Event description:
The manufacturer received information alleging it gives a warning: maintenance required. There was no harm or injury reported. During technical inspection of the device by the distributor, an error code related to the active exhalation control module (aecm) and an error code related to the pressure sensor was observed. Evt_aecm_failure means the aecm valves are not properly actuating during the proper stages of the breath. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The proportional valve, the three-way solenoid valve, the system board and in-line filters were replaced to address the issue.